Event description:
During product evaluation by baxter (B)(4), it was discovered that the two piece luer lock body failed the luer gauging test due to the luer being too small. The alleged defect occurred during product evaluation. Therefore, there were no reports of patient involvement, patient injury, adverse events, or medical intervention. No additional information is available

Manufacturer narrative:
(B)(4). This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). Twenty companion samples were returned to the manufacturing plant for evaluation. Visual inspection was performed on the samples, and no obvious defects were observed. An underwater pressure test was performed at 8psi, and the samples functioned normally. The liquid luer test was conducted for luer slip fitting on the samples and no defects were observed. A luer gauging test was performed, and three of the twenty returned samples failed the test due to the two piece luer body being too small. Therefore, the reported condition was confirmed. An assignable root could not be determined. A batch review was performed on the reported lot with no deviations found. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number.